Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft mirgraated and a 26 mm 3.75 cm aneurx aortic cuff was implanted approximately 2 months ago. There was no further information provided to medtronic about the details of the pt or relating to the aneurx device.